Event description:
It was reported that during a rotator cuff repair procedure, the surgeon found that the needle became dislodged from the suture. It could not be retrieved arthroscopically. The surgeon converted to an open procedure to remove the needle. An incision was made, the needle was retrieved, and the surgery was completed successfully. No further patient information was provided at the time of this report or in follow-up. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Only the needle was returned for evaluation; the fiberwire loop was not returned. The event was confirmed that the needle was separated from the fiberwire loop. Visual inspection revealed what appeared to be pliers marks on the needle. Device history record review revealed nothing relevant to this event. This lot passed the acceptance criteria for needle pull-out. The directions for use state, "do not pull the needle backwards by the suture. This could the needle to separate from the suture and result in a lost needle". The most likely cause of such an event is a reverse pulling force applied to the suture which can disengage it from the needle crimp. This may occur in an attempt to retrieve a needle that is not fully deployed through the tissue and not fully captured by the suture-passing instrument. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.